Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Reportedly, the customer was not performing the cartridge air removal step, clinical support advised customer that not performing the cartridge air removal step is off-label per the tandem user guide. There was no reported adverse impact

Manufacturer narrative:
Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.